Event description:
It was reported by the sales rep that the pouch of the implant was broken resulting in sterility to be questioned. The implant was returned to the manufacturing site to be resterilized and was dispatched in time for the surgery. The surgery was successfully completed. Without incident.

Manufacturer narrative:
A DHR review was completed with no non-conformity identified. The implant was returned to siw to be re-sterilised. The surgery was successfully completed without incident. A quality alert was issued to the staff responsible for packaging custom implants. Staff have been alerted to the complaint and have been instructed to ensure product is securely packaged before being dispatched. A CAPA has been opened to address packaging related issues.

Event description:
It was reported by the sales representative that the pouch of the implant was broken resulting in sterility to be questioned. The implant was returned to the manufacturing site to be re-sterilized and was dispatched in time for the surgery. The surgery was successfully completed without incident. (B)(4).

Manufacturer narrative:
A review of complaints received since (B)(4) 2012 did not reveal any similar reports. The investigation is on-going and a supplemental report will be provided. A quality alert has been issued to the staff responsible for packaging custom implants. Staff have been alerted to the complaint and have been instructed to ensure product is securely packaged before being dispatched. Please note that the custom distal femur device is similar to the mets modular distal femur k121029.